Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Placeholder.

Event description:
On (B)(6) 2012, patient had an explant surgery for a non-union of a distal tibial fracture with competitor's hardware. On (B)(6) 2012, the patient was revised to a synthes medial distal tibia plate with 8, 3.5mm locking screws and 2, 3.5mm cortex screws. On (B)(6) 2013, the surgeon removed the plate and the 10 screws due to a non-union. It was reported that 5 of the locking screws were broken and the heads of the screws had dislocated from the shaft. The surgeon removed the construct and no other devices were implanted. The patient has a follow up visit with the surgeon to discuss options on future treatment. Date unknown at this time. This is 2 of 2 reports for the same event, complaint # (B)(4).